Manufacturer narrative:
Additional clarification has been received regarding the device issue that was experienced. As reported, the basket would not close after it was opened. Investigation ¿ evaluation: the investigation performed for this complaint report included a review of complaint history, the device history record, documentation, drawings, manufacturing instructions, quality control data and specifications. No issues were identified that are related to the reported complaint. A visual inspection and functional testing of the returned device was also conducted during the investigation. One device was returned for evaluation. The device was returned with the handle and basket formation in the closed position. The collet knob is tight and secure. The male lure lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A visual examination noted the support sheath is bowed in appearance at the nose of the mlla. No damage was noted in the basket sheath. A functional test noted the handle actuated the basket formation to the open and closed positions. The device functioned as intended. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history found this to be the only complaint associated with product lot number 7107478. The returned device was found to have slight sheath damage near the handle, but the basket did open and close when the handle was functioned. The observed sheath damage could have been sufficient to prevent device function when used in a tortuous path during the procedure. Devices are 100% inspected for function and integrity before packaging. The instructions for use contains cautions on removal of the device from the packaging and use of excessive force. With the available information, the root cause could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported, during a cystoscopy retrograde pyelogram the ngage nitinol stone extractor basket did not deploy properly. This device was removed and the physician used another device from another lot. This basket too would not deploy properly. A third device of the same was used to complete the procedure with no further difficulty. There were no adverse consequences to the patient because of this occurrence. MFR. Report 1820334-2017-03506 captures the first basket that was reported to not deploy properly. The second basket that did not deploy properly has been reported in MFR. Report 1820334-2017-03507.